Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was found to be out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was out of calibration. The device was returned to the biomedical department with a note that stated, "touchscreen out of calibration." No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No additional information was provided.